Manufacturer narrative:
The reliability analysis evaluated 1 opened or used reservoir. The reservoir, snap cap, and septum were inspected for anomalies. There were none found. Ran occlusion test per dop 114 811 as follows reservoirs filled with diluent, and connected to a new infusion set. A reservoir and connector were installed into a 5xx pump. A manual prime was performed on the insulin pump. Fluid flow went through the infusion set and out catheter tip. It was concluded that the reservoir was not occluded.

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to perform a fixed prime of insulin. Customer states the insulin did exit. Advised customer device was functioning properly and to monitor. Customer's blood glucose level was 169 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).